Event description:
It was reported that nim response 3.0 mainframe, a 7mm nim contact emg endotracheal tube and a pulsatron ii hand-held nerve locator/stimulator were involved in a hemithyroidectomy case where a patient injury occurred, possible resulting in vocal cord paralysis on both sides. A positive response was received from the nim on the right side, however once the doctor noted the patient had cancer, he decided to do the left side. The doctor could not illicit a positive response from the nim on the left side, so the emg tube placement was adjusted but still with no response. At that point the pulsatron was used on the left side and a response indicating a nerve was received. When the vocal cords were viewed using a flexible scope, neither side of the cords were moving. It was at that time the patient was determined to have vocal cord paralysis on both sides and was given a tracheostomy. Upon follow-up with the facility, the patient was reported as recovering well with no permanent impairment or injury. The tracheostomy was removed only a couple days post-op and the left side nerve was already functioning normal. They are attributing the event to nerve fatigue.

Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. (B)(4): (1) (B)(4) (nim contact emg endotracheal tube, 7mm), lot not provided, date of manufacture unknown (2) (B)(4) (pulsatron ii hand-held nerve locator/stimulator), lot not provided, date of manufacture unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.